Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument was tested for energy delivery on an in-house system. Energy was delivered and the instrument passed the cut test without any issues. The electrical continuity test was performed and was passed. A review of remotefe logs showed no sealing failures. The instrument was found to have a dislodged blade, causing the instrument to fail homing. Visual inspection showed that the blade was exposed outside of the blade garage .145". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of remotefe log showed 1 number of blade exposed failure(s). The knife slot test passed at .029". After manually retracting the blade, the instrument was placed on the in-house system and passed self-test. A review of the instrument log for the vessel sealer instrument associated with this event confirmed that the instrument was used on (B)(6) 2020 on system serial # (B)(4). The instrument being reported is a single use instrument and so, was not used on subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This event is being reported based on the following conclusion: the generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer instrument reportedly did "not burn properly" and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the vessel sealer instrument was "not burning properly". The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer in an attempt to obtain additional information; however, the customer was unable to provide further details on the reported issue. The customer was not able to provide information about the patient's medical history nor the patient demographic information.